Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. A lead migration was confirmed. A lead revision was performed to replace the lead and anchor. Therapy has been restored to the patient.

Manufacturer narrative:
The anchor was discarded, making it unavailable for analysis. Following the revision procedure, the physician noted that the suture securing the anchor to the fascia had broken, which may have contributed to the lead migration. Without the device return, this cannot be definitively determined to have caused the event. The evoke scs system surgical guide lists potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks.